Event description:
On (B)(6) 2015, the patient had an overdose ¿due to a series of problems¿. The patient had ¿kidney problems¿. Per the patient¿s family member, the "medication backed up due to a very bad uti (urinary tract infection) and also the oral meds¿. The patient had been in the ICU (intensive care unit) for over a week and was ¿not in very good shape¿. The hcps (healthcare professionals) were trying to "flush medication" from patient¿s body and they wanted to turn the pump off. The device system was delivering morphine. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2015 (B)(6); product type catheter product ID 8835, serial# (B)(4); product type programmer, patient. (B)(4).